Event description:
A complaint reported a staff nurse at hosp, opened a box of lancets, picked out a lancet and placed it on the glucolet lancing device. The protective cap was not on the lancet and the nurse punctured a finger with the lancet needle. It was unk if the cap from the lancet was in the bottom of the box or if this box was just recently opened. Follow-up is being attempted along with a review of manufacturing records to determine the scope of this event.